Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the analyzer was checked on a test device and the same message appeared. The analyzer was found out of electrical specification (component failure, cause unknown). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the programmer was switched on and clinic technician clicked on the option "analyzer" the following message app eared on the screen: "loss of communication". The programmer was changed with another one. The analyzer was turned loose and taken out of the bay, then put back into the bay and turned tight. When it was tested, it was working but after the programmer was shut down and restarted, the same message appeared again. The analyzer was returned for service. There was no patient involvement.